Manufacturer narrative:
The calibration and qc were acceptable. Although no root cause was identified, the issue appears to be resolved by the service actions. The investigation did not identify a product problem.

Manufacturer narrative:
Based on the provided calibration data, the reagent's lot number is 927815. The serial number for module 2 is (B)(6). The field service representative checked the gear pump, probes, and the sample handling. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas c 503 analytical unit. The sample's initial test only produced a data flag on another c 503 module (module 2). The sample was repeated on the alleged module (module 1), and the result was 17 mg/dl. The sample was repeated on module 2, and the result was 134 mg/dl. This result was believed to be correct. The sample was repeated because the result didn't correlate with the patient's creatinine result of 3.6 mg/dl.